Event description:
It was reported that the radiopaque distal marker could not be visualized through fluoroscopy. The physician removed the microcatheter and confirmed that the distal marker was not attached. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Device analysis identified that the proximal marker band was not present on the returned device. All other catheter measurements were found within specification. During functional evaluation, a mandrel was able to be advanced without restrictions. Review of the investigation determined that the marker band in question was not the distal marker band but the proximal marker band. Information available indicated that the marker band was visible during coiling deployment and catheter repositioning and there is no evidence to suggest that the marker band dislodged in the patient¿s body because it was informed that the patient was not impacted. Based on the DHR review and the process controls review conducted, it can be concluded that the catheter involved in this investigation met manufacturer specifications. It is probable that unknown procedural factors limited the performance of the device resulting in the reported issue. Therefore a root cause of operational context has been assigned to this investigation.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the radiopaque distal marker could not be visualized through fluoroscopy. The physician removed the microcatheter and confirmed that the distal marker was not attached. There were no clinical consequences to the patient.